Event description:
It was reported that this right ventricular (rv) lead exhibited a red alert for high out of range pacing impedance. The patient advocate was notified the patient should contact the clinic for potential change in the implanted device. The patient had an x-ray performed to check the lead was intact. The lead programming was changed to reduce the impedance measurements, but the clinic did note it is rising. This lead remains in service. No adverse patient effects were reported.